Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician found that the indigo system cat3 aspiration catheter (cat3) was torn at the hub upon removal from the packaging. The damage to the cat3 was found prior to use. Therefore, the cat3 was not used in the procedure. The procedure was completed using a new cat3.